Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited pacing impedance values greater than 2000 ohms, and a threshold value of 3 v. The physician elected to explant this rv lead. It should be noted the associated device is not a boston scientific product. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead was successfully replaced, and discarded at the hospital, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.